Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that user was given glucagon on (B)(6) 2024 due to hypoglycemia. Blood glucose at time of event was 70 mg/dl. When asked what led to the event the user stated they were sleeping then suddenly blood sugar dropped. User stated programming was accurate. Customer delivered 8u of insulin for a meal before going to bed.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-396a. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.